Manufacturer narrative:
G.4. PMA / 510(k)#: k982541 d4. Medical device expiration date: unknown h4. Device manufacture date: unknown a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Patient 2 of 5: it was reported while using bd vacutainer® eclipse¿ blood collection needle, 1 device's safety shield broke off from the cannula. There was no health impact or consequences reported.